Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (309 mg/dl). Reportedly, customer uses the same cartridge and insulin for about 6 days.